Manufacturer narrative:
The devices that are in possession of the initial reporter has not been returned yet. Instead, a lot check was performed per inspection level ii acceptable quality limit (aql) 1.0 and the initial reporter's complaint was confirmed. Device was not returned.

Event description:
The incorrect part was packaged. The product packaged was a 6534-08w and it should have been a 6534-08n. The 6534-08w is 1.8mm wider than the 6534-08n.